Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a spinal procedure to implant the posterior fixation. Two months post op, it was found that one of the fixation screws broke, it was reported that the fusion is progressing. The patient reportedly is doing well at this time. No revision surgery is planned at this time.